Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the wcd system passed all evaluation tests. Device evaluation confirmed that the wcd system functioned as expected. The reported condition was not able to be replicated. No product malfunction was confirmed.

Event description:
Kmts field rep called in to report that the therapy cable connection would not "go green". No device event log entries are available after 12/22/2022, preventing examination of any additional system event records. Complaint is filed as MDR in the absence of supporting details regarding ability to deliver therapy. There was no patient injury. However, this event indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.